Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield oversensing of ventricular signals in the atrial channel that were sensed as atrial fibrillation (af). Blanking was increased as far as possible. Technical services (ts) was consulted, discussed options for measurement with programmer and adjusting sensitivity. This crtd remains in service. No adverse patient effects were reported.